Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis since it was still implanted. Additionally, as a sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. Restenosis and thrombosis are known potential adverse events associated with implantation of coronary stents. Based on the limited information, the patient's medical history and vessel characteristics could be contributing factors. There is no indication that the event is design of manufacturing related.

Event description:
The report is of a restenosis of a bx sonic bare metal stent. There was thrombus also present. The patient was a male patient with 3-vessel disease. The patient's medical history includes previous percutaneous coronary intervention, previous coronary artery bypass graft, hypertension, hyperlipidemia, previous smoker, myocardial infarction and congestive heart failure. The patient was experiencing unstable angina pectoris and went in for a re-pci of a bx sonic bare metal stent. The target lesion was an in-stent restenosis of a 3.5 x 18mm bx sonic bare metal stent. There is no information regarding the implantation of the bx sonic. The lesion was in the body of a saphenous vein graft, the closest distal anastomosis lead to the distal right coronary artery. The lesion was non-ostial, irregular, moderately tortuous, eccentric, and type c with thrombus present. According to the instructions for use, the safety and effectiveness of the bx sonic balloon-expandable stent system has not yet been established in patient's with tortuous vessel which may impair stent placement. The restenosis was treated 3.5 x 23 mm cypher select stent.